Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, clinical assessment indicated that the patient's qualifying condition was silent ischemia with stable angina. Prior to procedure, the patient was found to have abnormal stress test or imaging stress test indicative of ischemia. On the following day, the index procedure was performed. The target lesion was located in the proximal left anterior descending artery (lad) with 75% stenosis and was 15mm long with a reference vessel diameter of 3.00mm. The lesion was treated with pre-dilatation and placement of a 2.50x20mm study stent. Following post-dilatation, residual stenosis was 0%. Post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, the patient was admitted to hospital for follow up angiography which revealed 90% isr of the previously placed 2.50x20mm study stent in proximal lad. In (B)(6) 2015, patient was hospitalized to undergo planned percutaneous coronary intervention (pci) to lad. On the following day, the 90% pattern 1b isr of previously placed study stent in proximal lad was treated with laser atherectomy followed by balloon angioplasty. Final contrast radiography revealed no complications with timi 3 flow. Patient's follow-up core-lab angiography findings of proximal lad noted absence of thrombus as well as aneurysm.